Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The customer's blood glucose value was 45 mg/dl. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed displacement test. Device received with scratched case, pillowing keypad overlay, missing serial number label, and minor scratched lcd window.